Manufacturer narrative:
On 11-17-2015 an ocd field engineer (fe) arrived at the customer site. Fe reviewed data logs, inspected the instrument and replaced waste bottle tubing connector as preventive action. No observations of malfunction were made by the fe. Instrument is operating as expected. No harm to the patient as a result of this incident. This issue was isolated to one sample. The root cause of this event could not be determined.

Event description:
Customer reported false negative antibody screen test for one sample tested on provue and negative results were reported out to physician. Customer questioned the quality of solution a on provue due to color and repeated all samples after preparing fresh solution. Upon repeat, sample previously reported as negative is testing positive for antibody screen. Further testing identified anti-m. Customer indicated same lots of gel cards and red cells were used for the repeat testing. No harm to the patient as a result of this incident. Customer requested service.